Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a routine l knee arthroscopy the knee structures were probed, with the device. Upon checking the acl the hook broke. The end was unretrievable. Arthrotomy was performed to no avail. The patient will be checked in the ongoing week. Metal still in knee. The initial surgery was aborted and had to switched to an open procedure (arthrotomy of knee). The broken off part could not be recovered. Additional x-rays were taken. As the end of the hook is embedded in the knee an initial aborted procedure, a switch to an open procedure, additional x-rays and a planned additional surgery, the event is deemed reportable.